Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient reported via the company representative (rep) that they had unwanted stimulation because the lead migrated down and out of the epidural space. The patient had a fall approximately two months ago and this was what led to the event. The left lead migrated down which was confirmed by fluoro. The migrated lead was explanted and a new lead was implanted. The issue was resolved at the time of the report. The indication for use included chronic back pain and spinal pain. The patient's health care provider (hcp) has no further information regarding this event. If additional information is received, a follow up report will be sent.